Manufacturer narrative:
There were no product samples, videos, or photographs were provided for investigation. The device history reviews (dhrs) for lots 5489842, 4574142 and 5565697 were reviewed and found no relevant non-conformances that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional information for lot no, expiration date, and device mfg date are as follow. The customer provided the possible lot numbers involved are 5489842 (expiry date 07/1/2026 , MFR date 07/01/2021), 4574142 (expiry date 01/01/2025, MFR date 01/01/2020), 5565697 (expiry date 08/01/2026, MFR date 08/1/2021).

Event description:
The event occurred between 11:00 to 12:00 involving a chemolock¿ bag spike with additive port, dry spike where it was noticed that ¿particulate shavings may appear in the drop chamber¿. It was reported that the event occurred during initial priming/setup and the technician restarted with a new bag and tubing. The particulate was described to look like white plastic flakes and in the reporter¿s opinion, it was the same color as the dry spike. There was no patient involvement, no adverse event, and no delay in therapy. This is the first of two events.